Manufacturer narrative:
One returned plastic vial was opened and examined visually. The returned vial contained a large piece of cotton gauze with a blue monofilament marker and black gelatinous material. No orc fabric was observed, nor any other fabric or mesh relating to the proceed device, so a complete examination was not possible. Conclusion: it could not be determined if the black gelatinous material was degraded orc, although its appearance was consistent with what might be expected of orc that contacts blood and allowed to degrade. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a pt was returned to surgery to correct bleeding noted approx 13 hours following a hernia repair. The surgeon observed at that time that the device layers had separated. The device was excised and the hernia repaired with suture.